Manufacturer narrative:
Incident was reported to the FDA on uf/importer report # (B)(4). The product is currently being returned for eval, a f/u report will be sent within 30 days or upon completion of the investigation.

Event description:
Incident as reported on medwatch report (uf/importer report # (B)(4)): laparoscopic cholecystectomy procedure -"the surgeon used a laparoscopic clip applier from applied medical and the tip of the applier broke off in the pt's abdomen. Incident as reported on customer experience report: laparoscopic chole -"when clipping the cystic duct and then advancing clip to clamp down to seal the cystic duct, the clip tip broke off into the pt. The metal piece was retrieved and did not stay inside the pt. Damaged piece was retrieved causing no harm to pt."